Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as raw and bleeding from lifevest rubbing on the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed mupirocin ointment for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.